Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated the customer replaced the ise tubing to resolve the issue. The fse verified the sample pot was seated correctly. The fse also indicated the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium and high chloride patient results due to low anion gap values and calibration failure on their dxc 700 au clinical chemistry analyzer. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.